Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and positive end expiratory pressure valve were replaced. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'positive end expiratory pressure valve fail', this alarm would cause a loss of mechanical ventilation. The unit was rebooted and then operated properly. There was no report of patient involvement.